Event description:
The report co received from the field indicated that during a stenting procedure in a moderately calcified ostial lesion in the right common iliac, the stent jumped forward during deployment and did not deploy exactly where intended. The report indicated that all slack in the system was removed and all steps in the IFU were followed. There was no report of pt injury. A second smart control was used to completely cover the lesion and successfully complete the procedure.